Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message. The patient's blood glucose levels were high. He had symptoms like vomiting, uncontrolled urination and was mentally confused. An emergency doctor was called, and he measured a blood glucose level of over 500 mg/dl. The customer was admitted to hospital and treated accordingly.